Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having a medical problem and ended up in the ER on (B)(6) 2024. Patient stated hcp decided that it was probably something to do with their stimulator and patient was having symptoms like it was a stroke. Patient said the doctors were unable to get a hold of anyone from manufacturer that would come to the hospital. Patient was calling to find out why it was so difficult to find someone to come with a device to help.

Event description:
Additional information was received from the patient (pt). Pt reported they were in the ER for a couple of nights, indicating hospitalization. Patient clarified the symptoms: not knowing how to do common things, blurred vision, pin-hole vision, twitching, falling, dizziness, headache, general confusion, dream-like state, and weakness. Pt reported no contributing factors and no actions/interventions taken as they do not know what to do. The issue is not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.